Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during bolus delivery. Customer stated that the first no delivery alarm occurred about 6 months ago. Customer stated that the no delivery alarm occurred over the weekend. Customer reset the entire set and has not had to change the set in about a month. Customer stated that the tubing was not kinked. Customer does not want to return the set or reservoir for analysis. Customer stated that he removes the reservoir and resets the pump for the no delivery alarm. Customer has been successful at removing and resetting the reservoir and set. Customer stated that he occasionally experiences burning after a bolus and had to deliver more insulin. No further details given.